Event description:
The patient reported that the pump keeps rebooting and going back to the verify screen. She stated that she replaced the battery. The patient also stated that keypad buttons are hard to press and not responding appropriately.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation found that the pump powers up properly. Power flex, circuit board, and terminal connections were found to be intact. The pump was exercised for 24 hours with no re-boots occurring. A review of pump history indicated that pump had rebooted which was not duplicated during testing. The contrast button was found to not spring back as normal. The contrast button has no effect on the pump's insulin delivery function. The keypad was removed and adhesive was observed under all of the keypad button contacts.